Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the blood was found in the central lumen during the use". The iab was removed and not replaced. No report of patient harm or injury. The patient status is reported as "unknown".